Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa nano meter, compared to a lab, within 10 minutes: 23 mmol/l (performa nano) and 6.6 mmol/l at lab. No serious injury reported. No product will be returned due to custom and legal issues in (B)(6).